Event description:
Ous MDR - it was not possible to inflate the passeo-18 balloon during the procedure.

Manufacturer narrative:
The returned instrument was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned passeo-18 revealed that the balloon has been inflated during intervention. Microscopic analysis showed a pinhole in the balloon distal to the distal x-ray marker and scratches on the balloon surface nearby the damage site. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each instrument is tested for air tightness by means of a helium leak test. Based on the conducted investigations of the device being subject to this complaint, no manufacturing or material related root cause was determined. The final root cause for the reported event is most likely related to the calcified lesion.